Manufacturer narrative:
Prior to inserting in the pt, the guiding catheter, microcatheter and guidewire were free of kinks, bends and any other anomalies. All the products were prep according to (IFU) info for use guidelines. Once the guidewire and the microcatheter were inserted through the guiding catheter, neither product was kinked, bent or placed in an acute angle. Once the products were removed from the site, the guidewire and microcatheter were not kinked or bent. It is not known if the pre-shaped guidewire (gt 90 degree/terumo) was re-shaped prior to insertion. The guidewire initially advanced easily through the microcatheter, but after inserting and removing it several times, the resistance became gradually worse. The event occurred during the early stages of the procedure prior to reaching the target site. The procedure was completed with another microcatheter. It is not known if the same guidewire was used with the other microcatheter. No further info was available. Functional analysis revealed that an agility 10 guidewire, lab sample could only be inserted up to the distal end of the hub and catheter proximal end interface. Ftir (infared spectroscopy) analysis was performed on the prowler 10 to identify material obstructing the inner diameter of the prowler. Results obtained show that the material obstructing the lumen of the prowler microcatheter was ptfe inner lining, which had been compressed, and tightly packaged within the inner member lumen. A device history record review performed for this lot of products showed that all requirements were met per the applicable mqp (manufacturing quality plan), including dimensional inspection. Obstruction of the microcatheter was confirmed. The root cause for the reported complaint appears to be related to ptfe delamination. It is not known if an adequate continuous flush was maintained through the microcatheter. As outlined in the IFU, an adequate continuous flush is required in order to maintain the lubricity of the coating. Because there was no resistance encountered with initial insertion through the mc, it is possible that concomitant gw contributed to the findings of the damaged ptfe liner. No conclusion can be made. Corrective actions have been implemented to address this issue.

Event description:
During a procedure to avm (arteriovenous malformation), the product (prowler, 606-051) was advanced to the lesion over the guidewire (gt/terumo) through the guiding catheter; however, there was the resistance between the product and the guidewire during the delivery. Therefore, it was withdrawn out of the patient's body, and another micro catheter (prowler, cat and lot: unk) was used for the procedure. The vessel had no calcification and tortuousity, and unk% stenosis. The product was clinically used without any adverse consequence to the pt (male). The product will be returned to your side. Additionally, the analysis fal revealed that the ptfe was blocking the microcatheter inner lumen.